Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use; no patient consequences have been reported.

Manufacturer narrative:
It could be revealed in follow-up of the event that the initial description of event was imprecise, in fact leading to an unnecessary report. Other than first reported, the ventilator failure did not occur at a time when a patient was involved - it was detected during the automatic self-test when the device was prepared for use. It can be concluded that the self-test worked as intended; the self-diagnostic function detected a significant deviation and, the device entered a non-functional state.

Event description:
It was reported that a ventilator failure occurred during use; no patient consequences have been reported.